Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged, and subsequently the pump shutdown. Additionally, the battery gauge intermittently fluctuated. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.